Event description:
It was reported that inflatable penile prosthesis (ipp) was explanted due to unknown reason. Patient under went a reimplant surgery for an ambicor penile prothesis (app). No information about patient outcome is available. Additional information was requested, however, no further information was available